Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had a decrease in sensing and a high out of range shock impedance measurement. Technical services (ts) discussed a defibrillation threshold (dft) test may be considered. Currently, this lead remains in service. No adverse patient effects were reported.